Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced erythema and infection at the ipg site. As a result, the physician placed the patient on intravenous antibiotics, hospitalized the patient, and explanted the scs system. The patient was discharged from the hospital with oral antibiotics on (B)(6) 2018. The infection has since resolved.